Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device failed check in with a high reading. No patient involvement was noted.

Event description:
It was reported that the device failed check in with a high reading. No patient involvement was noted.

Manufacturer narrative:
H3: device evaluated by manufacturer - additional. H6: event problem and evaluation codes - additional. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications and released back to the customer. A review of the device history record for sn(B)(6) was performed from date of manufacture 07/09/2019 to the present date 10/16/2020 and note that this device has been returned for service three times which correlates to the customer reported issue or service repairs. Also, there were no production failures indicated on the source device.